Event description:
On (B)(6) 2012, pt (B)(6) consented to be a research pt under (B)(4). On (B)(6) 2012, five days after implantation, the pt experienced a change in mental status and was unable to comprehend and produce meaningful speech. The pt was taken for a CT san which was initially read as normal by the neuroradiologist on service. Upon further inspection by the clinical team directly involved in the neurosurgical care of the pt, a subdural haematoma was detected in the pt's left superior temporal area, suggesting that a burst vessel in this region may have affected cortical function. Further image processing of the research team showed that the location of the hematoma was closest to one of the microelectrode strips. At this point, the hypothesis was brought forward that the hematoma may be related to the microstrip implantation due to its spatial proximity of the affected area. Over the next x days the pt recovered his mental status to baseline levels. On x enough seizures were collected and the electrodes were explanted according to clinical protocol. The microstrips were saved after surgery and examined under a microscope. It was discovered that not all microcontacts were flush with the surface, but that several protruded from the silastic. In addition, it appeared that the regular clinical macro grids also showed some level of protrusion.

Manufacturer narrative:
Correspondence with (B)(6), m.d. (Neurologist) from (B)(6) general who is involved with the research program at (B)(6) u stated that he could not determine if the loss of speech was a result caused by the macro micro electrode (he thought it was highly unlikely). The electrode was inserted through a burr hole. He thought there was more of a concern regarding the quality of the electrode (electrode wires not cut flush). They waited several days before deciding to report this incident to the irb board at (B)(6) u because, again, nobody was sure that the micro wire(s) caused any harm. A conference call with (B)(6) on (B)(4) 2012 revealed that the electrode was placed on a "sled-like" instrument and inserted through the burr hole. This type of placement method is not common nor recommended by ad-tech. Ad-tech's instructions for use state "the subdural electrodes can be placed through a standard burr hole site or craniotomy site. Before surgical placement confirm exposed contact side of electrode and place exposed contact side onto cortical surface. The subdural electrode should slide easily onto the cortical surface and should not be forced".